Manufacturer narrative:
Recall number: 3005334138-12/5/2019-001-r.

Manufacturer narrative:
Recall number: 3005334138-12/5/2019-001-r. The investigation revealed that a 12f dilator and 12f sheath were packaged within the 14f fast-cath trio hemostasis introducer package.

Event description:
During a procedure it was noted that the introducer was a 12f instead of 14f as labeled. Four introducers were attempted to be used and 66 were not used. There were no adverse consequences to the patient.